Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under her arms. The irritation was described as painful due to the garment being too tight. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was remeasured and issued replacement garments. The patient's doctor also prescribed zinc oxide cream. Follow up indicated the irritation improved.